Event description:
Pt's last ICD evaluation revealed prolonged charge time. Cardiologist recommended replacement of the current defibrillator, which was done in 2001. Pt had no detections of any type of arrhythmia on the device. No complications during the procedure to replace an implantable cardioverter-defibrillator generator.